Event description:
The consumer claims that while using the 96-2 shower chair, all four legs gave out from under her. She says one of the legs actually cracked. Caller states she has soreness on her hands, legs, and right hip. She previously had carpel tunnel surgery and she claims that she has a shooting pain going up.